Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: I would like to bring in your notice that, yesterday the doctor was doing lar case, where he used new device along with green cartridge (cs40g). But sorry to inform, when he fired the gun, only cut line was there, no proper stapling was there. Stapling was there but it was not uniform stapling. Stapler pin was scattered on the tissue. Stapler pin was not uniform, as a result incomplete anastomoses happened. So doctor had to go for apr. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were any staples visible in the surgical field? If so, what was the shape? Was the transection completed in one or multiple firings? Was the retaining pin placed automatically or manually? Was the device difficult to close? Was it confirmed that the retaining pin was fully seated in the anvil? What is the current status of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection procedure. After firing the gun, there was only cut line, no proper stapling.

Manufacturer narrative:
(B)(4). Batch # p57z4t. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The knife was manually advanced and it was noted to be damage. In addition, the returned cartridge was noted to have three staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device fired without any difficulties. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # p57z4t. Additional information was requested and the following was obtained: what were the indications for surgery? Ans- low anterior resection. Were any staples visible in the surgical field? If so, what was the shape? Ans- no. Was the transection completed in one or multiple firings? Ans- it was completed in two times. In between firing he stopped, as he was feeling resistance. But completed firing in second attempt. Was the retaining pin placed automatically or manually? Ans- yes. Was the device difficult to close? Ans- no. Was it confirmed that the retaining pin was fully seated in the anvil? Ans- yes. What is the current status of the patient? Ans- patient converted from lar to apr. Patient is fine. Secondary device evaluation: the device was received with the cartridge not assembled in the device with the drivers up and knife below the cartridge deck. There were staples stuck into the washer on the cartridge, which is consistent with the original analysis findings. The knife was manually moved above the cartridge deck and had signs of damage such has dents in the blade. The washer was partially indented from the knife and the curve of the indent was not centered in the washer. These findings indicate that the retaining pin was not properly placed into the head of the device and caused the cartridge and anvil to not be properly aligned. This can cause the knife to partially hit the metal anvil and cause damage. This also mis-aligns the staples out of the anvil pockets and can cause staples to be fired into the plastic washer. This was replicated by deflecting the retaining pin outside of the head of the device, which would represent the worst possible scenario of mis-alignment. This did require a decent amount of force to misalign them to this extreme. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.